Event description:
During field service installation, the user reported a 6 inch pump was missing from the shipment. The user reported that 3 pumps were to be delivered and only 2 were shipped. The missing pump was confirmed and a third pump was overnighted. Since the event occurred during field service installation, there was no patient involvement during this event.